Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received, the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve implanted 10 years, 11 months, was treated via valve-in-valve procedure due to severe symptomatic aortic stenosis. Patient had several admissions with heart failure due to his aortic stenosis. A 26mm transcatheter valve was implanted with good outcome. The patient was sent to recovery in stable condition. Patient was discharged on postoperative day two (2).